Event description:
The inner cannula would not snap into position. A second device was used without further problems. No pt injury was reported. This complaint was reported to co's facility by a distributor although the incident occurred on 19 sept, the samples were not rec'd by facility until 7 10/96. Attempts to obtain add'l info through the distributor have been unsuccessful.

Manufacturer narrative:
The report that the inner cannula would not snap into position could not be verified. Measurements of the torque required to lock and unlock the inner and outer cannulae were within co's specifications. A lot number review of the manufacturing records, product complaints, and device history records was conducted and no related discrepancies or nonconformances were found associated with the same lot.